Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 4.1 bumper slide stoppers were missing and the retractable band was damaged. The field service engineer installed new bumper slide stoppers, replaced the damaged retractable band, and rebooted the system to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user attempted to close a drawer on the surg-a pyxis; however, balls fell from the drawer during closure. No failed drawer notifications appeared. The user experienced difficulty closing the drawer but was eventually able to close it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.